Manufacturer narrative:
Extension conclusion code updated based on investigation activities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned lead (lot: unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 conductor was broken at the proximal end of the lead; consistent with explant damage. The returned extension (serial: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Electrical testing of the extension determined that continuity was complete and there were no electrical shorts between the circuits; however, the extension was not completely seated in the implantable neurostimulator (ins) connector port. (B)(4). Product ID: 3389, lot# unknown, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot# unknown, explanted: (B)(6) 2019), product type lead. Product ID 3708660, serial# (B)(4), explanted: (B)(6) 2019, product type extension. Product ID neu_stimloc_acc, lot# unknown, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot #: unknown, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial #: (B)(4), explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. A revision surgery took place due to high impedances greater than 40,000 ohms on electrodes 10 and 11, which resulted in a lack of therapy for the patient. The physician planned to replace the non-rechargeable ins with a rechargeable ins regardless of the outcome of the investigation of the high impedance issue, because the patient wanted a rechargeable device. The ins had voltage of 2.94 v prior to the case. Impedances were checked prior to revision, which showed normal impedances on the left side and high impedance on electrode 11 on the right side. It was noted that electrode impedances were unusual on other right side contacts as 10 and 9 had the same value (1091 ohms) and the impedance on 8 was lower in comparison to the rest at 869 ohms. The physician started at the ins pocket site and disconnected, cleaned and reconnected the right extension because it was thought the extension was not fully pushed into the ins channel. Impedance was still high on contact 11, so the ins was replaced with a rechargeable one, the device was programmed, and the settings were changed to contact 10 instead of 11. Impedance was checked on the extension/lead, which still showed high. The physician next dissected around the right lead and after exposing the lead, insulation damage was observed which was considered severe and was thought to be the cause of the high impedance. The physician elected to explant both the extension and lead, so the patient could have an MRI for their new lead implant, possibly the week after the revision. It was not known what external factors contributed to the event. No further patient complications were reported.